Event description:
It was reported patient underwent an alps hand fracture procedure on an unknown date. During the procedure, it was noted the 1.5 mm and 1.3 mm screw drivers were not in the kit because they were thrown away and the procedure had to be abandoned. The procedure was completed the following week.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, lot number - unknown, manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00363 / 00364).